Event description:
A report was received that a patient was explanted due to an infection at the paddle lead site. The patient's symptoms included redness and swelling. The patient was prescribed oral antibiotics. The physician does not believe that the infection was device related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision spinal cord stimulator the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Correction: explant date (B)(6) 2012.

Event description:
A report was received that a patient was explanted due to an infection at the paddle lead site. The patient's symptoms included redness and swelling. The patient was prescribed oral antibiotics. The physician does not believe that the infection was device related. The patient is reportedly doing well.